Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicates an E315 error occurred and crystallization was found on the control body. There was no patient involvement.

Manufacturer narrative:
This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.The device was returned to Olympus.Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issue occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.